Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. A lead revision procedure was performed. During the lead revision procedure, the physician saw a tear in the insulation or he damaged the lead in the process of revision the lead. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.